Event description:
The complainant has reported that a male pt (age unknown) underwent a therapeutic hemostasis procedure for treatment. The clinician stated that the resolution clip device was difficult to deploy, and when it did the end of the cable (yoke) separated and fell into the pt. The clinican retrieved the piece with forceps. The pt did not sustain any complications or ill effects as a result of this issue. Also please note that the date of the event could not be obtained from the customer. No other info is available at this time. If any additional relevant info is rec'd, a supplemental medwatch form will be filed.

Manufacturer narrative:
This device has been received by this MFR, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we are unable to determine the relationship between this device and the cause for this event at this time. Should further relevant details become available; a supplemental medwatch report will be filed under the appropriate sequence number. Our directions for use outline appropriate placement, access and maintenance procedures.